Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the software of the thermal therapy system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the ablation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue occurred intermittently following the occurrence and that the increments of occurrence are not predictable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue occurred when being used alongside a phillips scanner.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the surgeon believed no healthy tissue was ablated. Additionally no ill effects were observed following the procedure.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation of the thalamus, the ablation was underestimated in the software. Following the procedure, it was noted that the t1 scans were run through a plane of the tmap post-ablation and the dmap was super imposed on the image, which is where the estimated under-ablation was observed. There was no reported impact on patient outcome. No additional information was provided.